Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. The caller stated that the system cut off or disconnected 4 years ago. It was unknown if the wires remain but they did not think the patient had surgery at all. The patient did not elaborate on why the device was disconnected or if there were any system issues. The caller did not know the patient¿s managing healthcare professional (hcp) information and the patient could not remember their hcp. There were no patient symptoms reported and no complications reported.